Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the pocket site. The symptoms were drainage at the incision of the pocket site, warmth and low grade temperature. The patient was prescribed with oral and intravenous antibiotics. The infection was not device or procedure related. The patient underwent an explant of the scs system and was doing well post-operatively. The patient was sent home with levaquin oral antibiotics.